Event description:
Information received indicates, the bed has no hydraulic functions working except for the foot in and out function and the pump is running.

Manufacturer narrative:
Repairs have not been completed.